Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01202. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice in the anterior cerebral artery-anterior communicating artery (aca-acom) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed an initial smart coil into the target vessel and made one attempt to detach it using the handle but was unsuccessful. A second attempt was made to detach the coil using the same handle and the coil detached successfully. The procedure was then completed using three additional smart coils and the same handle. There was no report of an adverse effect to the patient. The patient was discharged on (B)(6) 2017.